Event description:
It was reported that this right ventricular (rv) lead was dislodged. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system received inappropriate shocks due to right ventricular (rv) lead dislodgement. The ICD and the rv lead were explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system received inappropriate shocks due to right ventricular (rv) lead dislodgement. The ICD and the rv lead were explanted. No additional adverse patient effects were reported.